Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision . Update received: 7th feb 2014 - added hospital: (B)(6) and added reason for revision: pain. Update received: 10th february 2014 - added product codes and lot numbers to dummy product, added all other products and added side hip: left and closed action activity request details as received response so no action required. Asr revision, asr xl - left. Reason for revision: pain. Stem non depuy product - this com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem. Update received: 11th february 2014 - added surgeon: dr. (B)(6).

Event description:
The pt was revised to address pain.